Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving dilaudid (1000 mcg/ml at 50 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump had started non-critically alarming about 3 weeks ago and then on monday ((B)(6) 2020) the patient saw a doctor to have her pump filled with saline and programmed to minimum rate. According to the pump logs, the pump had gone empty on (B)(6) 2020. The patient was with another hcp today to have her pump filled with drug and they wanted to determine what the modified bridge bolus would be since the pump had been delivering saline. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-feb-2020 and it was reported that the cause for the pump being empty was that the patient¿s prior managing physician had left town and she had been unable to find a new pump managing physician. No further complications were reported/anticipated.